Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an intertan surgery had been performed on unknown date, the comp screw kit 105/100 was discovered broken. The implant remain in the patient and do not require extraction as the fracture has healed. No further complication were reported.

Event description:
It was reported that, after an intertan surgery had been performed in (B)(6) 2024, the comp screw kit 105/100 was discovered broken. The patient did not had symptoms of pain as well as no traumatic event. The implant remain in the patient and do not require extraction as the fracture has healed. No further complication were reported.

Manufacturer narrative:
Additional information: h6 (type of investigation; health effect - clinical code), h8, h11. H11: given the nature of the alleged incident, the device could not be returned for evaluation. The clinical/medical investigation concluded that, without the return of the screw for evaluations, the information provided is insufficient to determine the definitive clinical root cause of the compression screw kit 105/100 breakage. The implantable broken compression screw was left in the bone unsupported by the lag screw. Therefore, the potential for micro-motion/migration could not be ruled out. The patient impact is the reported retained fractured screw. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that possible adverse effects that cracking or fracture of the implant may occur. Correct surgical technique is essential to a successful outcome. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).